Manufacturer narrative:
G4: 12jul2020. B4: 06aug2020. The manufacturer's field service engineer (fse) could not confirm the reported issue. The manufacturer's field service engineer (fse) could not duplicate the reported error. The touch screen was working properly and the customer was able to make setting changes. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 17jul2020.

Event description:
The customer reported that the touchscreen works intermittently. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.